Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer site. The customer had discarded the affected kit upon receipt of a new turbo ipth kit. The new kit received by the customer is performing according to specifications. The cause of the high slopes observed with one ipth reagent kit is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained high calibration slopes when using turbo intact parathyroid hormone (ipth) on the immulite 1000 instrument. Despite the high slopes observed by the customer the quality control was in range. As per the customers standard operating procedure (sop) for the laboratory the assay cannot be run if slopes are >1.5. The customer stated that other kits from the same reagent lot gave acceptable slopes. Surgeries were cancelled/delayed due to the high slopes observed with the ipth assay. No patient samples were run. There were no known reports of patient intervention or adverse health consequences due to the high slopes observed with the ipth assay.